Event description:
It was reported a patient experienced a break in aseptic technique further described as a touch contamination from the patient's pet during peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The patient was not hospitalized for the event. The patient was treated with fortaz intraperitoneally (ip) (dosage and frequency unknown). The patient was retrained on aseptic technique. The patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.